Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿clinical study of pcnl and urs for kidney stones with a major axis of 20 mm or more¿. The literature reported the result of 31 cases of ureterorenoscopy (urs) between january 2013 and december 2017. There was a possibility that urs was performed using the urf- p6. In this literature, it was reported adverse events as follows; ureteral injury: 2 cases. Fever: 4 cases. Fever (septic shock): 1 case. Based on the available information, a direct relationship between the subject device and the reported adverse events could not be determined. Omsc is submitting seven mdrs according to the number of the adverse events. This is 7 of 7 reports. (Fever (septic shock): 1 case).